Event description:
This study "aimed to evaluate the efficacy and safety of bailout access site closures using a large-bore plug-based device (manta) in patients with failed suture-based closure during transfemoral tavi." The study took place between september 2019 and november 2022, and evaluated a total of 3,267 patients who underwent transfemoral transcatheter aortic valve implantation (tavi), of which 2,505 patients received the proglide vessel closure device as the primary vessel closure. Of these 2,505 patients, proglide failure occurred in 107 patients, with 66 patients receiving the non-abbott vessel closure device as a bailout vessel closure. Preclosure was commonly performed, with one or more proglide devices. If hemostasis was not achieved, a non-abbott plug-based vessel closure device could be used, which was not considered bailout, but part of the planned closure. If the proglide was unable to be inserted prior to the procedure, or if hemostasis was not achieved, the non-abbott plug-based vessel closure device was considered. Second arterial access routinely obtained to allow for supportive crossover interventions in case of vascular complications or vessel closure device failure. Complications noted with the proglide device included: access site bleeding, failure to achieve hemostasis, treated with manual compression, additional proglide device, additional non-abbott device, endovascular ballooning, stent implant, surgical intervention, and fibrin injection; vascular occlusion, vascular stenosis, vascular dissection; pseudoaneurysm; prolonged hospitalization. The study concluded that "bailout manta after proglide failure was effective and safe, but operator experience seems to be crucial. Further technological refinements to facilitate accurate placement appear necessary." Specific patient information is documented as unknown. Details are listed in the article, titled "a study of bailout plug-based closure after failed suture-based closure in patients undergoing transfemoral tavi".

Manufacturer narrative:
B3: estimated date of procedure based on earliest date of the study date range. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of stenosis, occlusion, hemorrhage, medication, vascular dissection and pseudoaneurysm and the relationship to the product, if any, cannot be determined. A definitive cause for the reported difficult to insert and failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported difficult to insert and failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature article "a study of bailout plug-based closure after failed suture-based closure in patients undergoing transfemoral tavi.